Event description:
The customer reported that the monitors were flickering and they had to reboot the system multiple times. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn as further repair info is unavailable at this time.